Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00509.

Event description:
The patient was undergoing a coil embolization procedure to treat a dialysis fistula using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps were stuck in the starting position and would not advance at all through the introducer sheath. Therefore, both ruby coil lps were removed. The procedure had ended at this point. There was no report of an adverse effect to the patient.